Event description:
The hosp reported that during endoscopic vein harvesting procedure the c02 did not fill the tunnel fully and the tunnel collapsed. The physician continued with bridging method to harvest the saphenous vein. (Bridging is series of small interupted incisions). This less invasive procedure was completed without any additional complications to the pt.